Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe sharp back pain"), migraine ("migraines"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge") and procedural pain ("following the bilateral salpingectomy suffered a long and painful post-operative recovery"). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016.). Essure was withdrawn. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, migraine, dyspareunia, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, migraine, dyspareunia, vaginal discharge and procedural pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower abdominal pain and abnormal bleeding (seen as genital haemorrhage). A bilateral salpingectomy was performed to remove micro-inserts around 3 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), device breakage ("the ball portion of it remained") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rhinitis, allergic reaction and perennial allergy. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2016 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches,") and vision blurred ("blurry vision"). In (B)(6) 2013, the patient experienced pain in extremity ("foot pain") and paraesthesia ("left lower extremities tingling"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge"). In 2015, the patient experienced aggression ("aggression"), premenstrual dysphoric disorder ("possible pmdd"), urinary incontinence ("bladder problems or changes : bladder leakage") and stress urinary incontinence ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("upon removing the left coil not all the device was able to be removed"), back pain ("severe sharp back pain"), procedural pain ("following the bilateral salpingectomy suffered a long and painful post-operative recovery"), hypoaesthesia ("numbness in thighs"), urticaria ("hives over arms and stomach/hives around pelvic area arms body"), weight increased ("weight gain") and fallopian tube cyst ("fallopian tube cyst "). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, device breakage, complication of device removal, pelvic pain, menorrhagia, back pain, dyspareunia, vaginal discharge, procedural pain, vaginal haemorrhage, aggression, premenstrual dysphoric disorder, urinary incontinence, stress urinary incontinence, urticaria, headache, nausea, vision blurred, fatigue, pain in extremity, weight increased, paraesthesia and fallopian tube cyst outcome was unknown, the genital haemorrhage, migraine, hypoaesthesia, dysgeusia and alopecia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, aggression, alopecia, back pain, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, premenstrual dysphoric disorder, procedural pain, stress urinary incontinence, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the patient is having migraines, abdominal pain, fatigue and a metal taste in her mouth. The patient thinks it is due to her essure that was placed in 2013. The essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 7coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain and vaginal discharge, irregular vaginal bleeding, dysmenorrhea, fatigue and migraine headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), device breakage ("the ball portion of it remained") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rhinitis, allergic reaction nos and perennial allergy. Concomitant products included medroxyprogesterone acetate (depo-provera) from 19-aug-2013 to 19-nov-2016 for birth control. On (B)(6) 2013, the patient had essure inserted. In september 2013, the patient experienced nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue,"). In october 2013, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches,") and vision blurred ("blurry vision"). In december 2013, the patient experienced pain in extremity ("foot pain") and paraesthesia ("left lower extremities tingling"). In may 2014, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). In january 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In april 2015, the patient experienced vaginal discharge ("irregular vaginal discharge"). In 2015, the patient experienced aggression ("aggression"), premenstrual dysphoric disorder ("possible pmdd"), urinary incontinence ("bladder problems or changes : bladder leakage") and stress urinary incontinence ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("upon removing the left coil not all the device was able to be removed"), back pain ("severe sharp back pain"), procedural pain ("following the bilateral salpingectomy suffered a long and painful post-operative recovery"), hypoaesthesia ("numbness in thighs"), urticaria ("hives over arms and stomach"), weight increased ("weight gain") and fallopian tube cyst ("fallopian tube cyst "). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016.) And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, device breakage, complication of device removal, pelvic pain, menorrhagia, back pain, dyspareunia, vaginal discharge, procedural pain, vaginal haemorrhage, aggression, premenstrual dysphoric disorder, urinary incontinence, stress urinary incontinence, urticaria, headache, nausea, vision blurred, fatigue, pain in extremity, weight increased, paraesthesia and fallopian tube cyst outcome was unknown, the genital haemorrhage, migraine, hypoaesthesia, dysgeusia and alopecia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, aggression, alopecia, back pain, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, premenstrual dysphoric disorder, procedural pain, stress urinary incontinence, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the patient is having migraines, abdominal pain, fatigue and a metal taste in her mouth. The patient thinks it is due to her essure that was placed in 2013. The essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 7coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion pregnancy test urine - on (B)(6) 2015: negative concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain and vaginal discharge, irregular vaginal bleeding, dysmenorrhea, fatigue and migraine headache most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received : hormonal changes describe: aggression, possible pmdd, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, bladder or urinary problems or changes, rashes or skin conditions type: hives over arms and stomach, bladder or urinary problems or changes, migraines / headaches, nausea, neurological conditions or problems type: numbness in thighs, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurry vision, fatigue, weight gain / loss specify which one: weight gain, hair loss, upon removing the leftcoil not all the device was able to be removed and the ball portion of it remained added as events. Patient, reporter and product information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), device breakage ("the ball portion of it remained"), device dislocation ("migration of essure device location of device: pelvic inlet") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test(pfs)". The patient's concurrent conditions included rhinitis, allergic reaction and perennial allergy. Concomitant products included medroxyprogesterone acetate (depo-provera) from 19-aug-2013 to 19-nov-2016 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia)"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches,") and vision blurred ("blurry vision"). In (B)(6) 2013, the patient experienced pain in extremity ("foot pain") and paraesthesia ("left lower extremities tingling"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge"). In 2015, the patient experienced aggression ("aggression"), premenstrual dysphoric disorder ("possible pmdd"), urinary incontinence ("bladder problems or changes : bladder leakage"), stress urinary incontinence ("urinary problems or changes"), weight increased ("weight gain") and faecal volume increased ("large stool burden"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("upon removing the left coil not all the device was able to be removed"), back pain ("severe sharp back pain"), procedural pain ("following the bilateral salpingectomy suffered a long and painful post-operative recovery"), hypoaesthesia ("numbness in thighs"), urticaria ("hives over arms and stomach/hives around pelvic area arms body"), fallopian tube cyst ("fallopian tube cyst ") and flank pain ("flank pain"). The patient was treated with surgery (essure was removed via bilateral salpingectomy on (B)(6) 2016.), surgery and surgery ( bilaterallaparoscopic salpingectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, device breakage, complication of device removal, pelvic pain, menorrhagia, back pain, procedural pain, vaginal haemorrhage, aggression, premenstrual dysphoric disorder, urinary incontinence, stress urinary incontinence, urticaria, headache, nausea, vision blurred, fatigue, pain in extremity, weight increased, paraesthesia, fallopian tube cyst, faecal volume increased and flank pain outcome was unknown, the device dislocation, genital haemorrhage, migraine, hypoaesthesia, dysgeusia and alopecia had resolved and the dysmenorrhoea, dyspareunia and vaginal discharge was resolving. The reporter considered abdominal pain lower, aggression, alopecia, back pain, complication of device removal, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, faecal volume increased, fallopian tube cyst, fatigue, flank pain, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, premenstrual dysphoric disorder, procedural pain, stress urinary incontinence, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the patient is having migraines, abdominal pain, fatigue and a metal taste in her mouth. The patient thinks it is due to her essure that was placed in 2013. The essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils left: 7coils essure insertion date provided as (B)(6) 2015 and removal date (B)(6) 2015 (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion pregnancy test urine - on (B)(6) 2015: negative. (B)(6) 2015 : x-ray : stool in belly. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain and vaginal discharge, irregular vaginal bleeding, dysmenorrhea, fatigue and migraine headache . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2018: events- "migration of essure device location of device: pelvic inlet, large stool burden, flank pain, she did not undergo essure confirmation test(pfs)" added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower abdominal pain and abnormal bleeding (seen as genital haemorrhage). A bilateral salpingectomy was performed to remove micro-inserts around 3 years after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.